Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center. The internal part of the device was inspected visually. Evaluation result stated that the complaint was confirmed and found evidence of visible foam degradation. The device was scrapped. Additional information added that the patient also alleged respiratory tract irritation, asthma and inflammatory response. Upon further review of the additional information, the report is now being send as serious injury instead of product problem only. Box b: adverse event or product problem, box h: device manufacturers has been updated. H3 other text : device evaluated by third party service center.